Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, channel a of the device was programmed to deliver 1000ml lactated ringers, with a 125ml/hr rate and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the device alarmed end of infusion, the nurse reported the patient silenced the alarm and then notified the nurse. The nurse went to the patient's room and closed the roller clamp of the tubing set. After an unspecified length of time, after assisting the patient to the bathroom and back to bed, the nurse noted air in the tubing set distal to the device to the IV site with no device alarm. No air was reported to have been delivered to the patient. The device was removed from clinical service. Therapy was resumed using a replacement device. At that time, the nurse reported the patient's blood pressure was 140/80mmhg and complained of shortness of breath and tightness in the chest. The nurse indicated this was "more than likely part of going into labor" not the event. It was unspecified if the physician was notified. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.